Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 4 of 5. The home patient (hp) stated, she checked the lines and bags and found no source of a leak. All bags were still connected and there were no unused clamps. The baxter technical service representative (tsr) advised the hp to notify the peritoneal dialysis nurse of missed therapy. No patient injury or medical intervention was reported at the time of the initial call. Proper procedures per the user manual were reviewed with the hp.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient regarding this report. The home patient stated the cause of the system error 2240 alarm was undetermined. The home patient ended therapy on the homechoice and completed therapy using manual supplies. The sample was discarded. There was no patient injury or medical intervention reported. The home patient is continuing therapy on the cycler with no issues. A batch review was not performed as the lot number was unknown. The root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).